Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus liberte (mr) stent only with no snare or stent delivery device. The intact stent was damaged and stretched throughout the entire stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement and stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex (lcx). The lesion was predilated with a non bsc balloon and then ivus was performed. A 3.00x24mm taxus liberte stent delivery system (sds) was advanced to the lesion and it was noted that severe resistance was encountered. During advancement of the device the patient began experiencing st segment depression. While removing the device it was noted that the sds bumped into the distal tip of the non bsc guide catheter and once the device was outside the patient it was noted that the stent was no longer on the sds. The dislodged stent was found in the left main coronary artery (lmca) and the physician was able to snare the stent from the patient. When the dislodged stent was outside of the patient it was noticed that the stent was elongated. It was noted that when the taxus liberte stent and the guide wire were removed from the patient the st segment changes were resolved. The procedure was successfully completed with a different device with no additional patient complications reported. The patient was discharged from the hospital in good condition.

Event description:
It was reported that during a stenting treatment procedure stent dislodgement and stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex (lcx). The lesion was predilated with a non bsc balloon and then ivus was performed. A 3.00x24mm taxus liberte stent delivery system (sds) was advanced to the lesion and it was noted that severe resistance was encountered. During advancement of the device the patient began experiencing st segment depression. While removing the device it was noted that the sds bumped into the distal tip of the non bsc guide catheter and once the device was outside the patient it was noted that the stent was no longer on the sds. The dislodged stent was found in the left main coronary artery (lmca) and the physician was able to snare the stent from the patient. When the dislodged stent was outside of the patient it was noticed that the stent was elongated. It was noted that when the taxus liberte stent and the guide wire were removed from the patient the st segment changes were resolved. The procedure was successfully completed with a different device with no additional patient complications reported. The patient was discharged from the hospital in good condition.